Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg) ten positions were attempted which resulted in small r waves and/ or high thresholds. It was noted the event was likely due to patient anatomy. The ipg was removed and a transvenous system implant was scheduled. No patient complications have been reported as a result of this event.